Event description:
One complete se iliac stent, diameter 10mm, length 40mm, working length 130mm, was successfully implanted in the pt's right common iliac during index procedure. Approximately 19 months post procedure, aspiration pneumonia was reported. Investigator stated that event was not related to device or procedure. Approximately 1 month later, respiratory failure was reported and pt died 2 weeks later, 20 months post procedure. Investigator stated that the death was not related to the device or the procedure.

Manufacturer narrative:
(B)(4). Evaluation: based on information received pt died due to aspiration pneumonia, death. Evaluation: based on information received pt died due to aspiration pneumonia.